Manufacturer narrative:
Additional information was received that the patient's fainting spell was not device related as confirmed by the physician. No interventions were provided. No further follow-up at the moment.

Event description:
A report was received that the patient had a fainting spell. Computerized tomography (CT) scan revealed that the lead was placed in the cervical region. The physician suspected that the lead placement caused the patient's issue. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient had a fainting spell. Computerized tomography (CT) scan revealed that the lead was placed in the cervical region. The physician suspected that the lead placement caused the patient's issue. The patient will undergo a revision procedure.